Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported a loss of aspiration occurred due to an error message. An avx® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, after aspirating 133 cc's in thrombectomy mode a "check saline supply" message occurred. The procedure was completed with a different device.